Event description:
It was reported that the device did not work (would not light up) upon removing from the package. The product analysis indicated that the vari-stim worked intermittently. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined that the switch was in the 2ma position ¿as received¿. Without moving the switch, the probe was touched to the tip and the led would light up. There was play within the switch positions and at the tip was loose. When any pressure was applied to the tip or the switch manipulated within the positions [with play] it would allow the light to become intermittent. The intermittent behavior would have resulted in the reported malfunction. Note: the light is an indicator that the device is delivering stimulation current; without stimulating current the device will not perform as intended. There was insufficient evidence to indicate whether the malfunction was the result of mishandling or if it was the result of an issue occurring in manufacturing. Method: simulated use testin; conclusion: manufacturing deficiency.